Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation,. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During incoming inspection at covidien (B)(6), the device sounded an activation tone even though the activation button was not pressed. There are not injuries involved.